Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta)/stenting procedure, when the smart control 7 x 40 stent delivery system (sds) was being inserted into the sheath, the locking pin was noted to be missing/not in place. The physician stopped using the smart control without stent placement, and a different smart control in a different size was used instead. The procedure was finished successfully. The stent of the smart control device was not observed to be released or protruding despite missing the locking pin. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. No additional information is available. The locking pin was not found on the prep table after the reported product issue was noted. There was no patient injury reported. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15648516 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
The target lesion was the right iliac artery (the lesion was from approximately 1 cm. Below from the iliac bifurcation to the external iliac artery). The lesion was reported to be: a 90-100% stenosis, heavily calcified and highly tortuous. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. No additional information is available. The locking pin was not found on the prep table after the reported product issue was noted. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta)/stenting procedure, when the smart control 7 x 40 stent delivery system (sds) was being inserted into the sheath, the locking pin was noted to be missing/not in place. Therefore, the physician stopped using the smart control without stent placement, and a different smart control in a different size was used instead. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis. The stent of the smart control device was not observed to be released or protruding despite missing the locking pin. A bilateral approach was made from the left brachial artery and right common femoral artery. The lesion was crossed with a guidewire. Pre-dilation was conducted with a balloon catheter, and ivus was conducted. Then, the delivery of the smart control device was attempted at the external iliac artery. When the device was inserted into the sheath introducer, the locking pin was confirmed to be missing in its place.